Event description:
It was reported that the right ventricular (rv) lead short interval count (sic) was 27 and there was one stored electrogram showing t-wave oversensing (twos) post the intrinsic r wave. Programming changes were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2007 (B)(6). (B)(4).